Event description:
An open can measurement of the battery voltage determined that the battery was depleted. The end of service condition was the result of normal, expected battery depletion based on the battery life calculation, the electrical test results and the bench evaluation. The device performed according to functional specifications. Analysis of the generator in the lab concluded that no abnormal performance or any other type of adverse condition was found.

Event description:
The generator was returned for analysis on (B)(4) 2013. Analysis is underway, but has not been completed to date.

Event description:
On (B)(6) 2013, the physician¿s office reported that they were unable to provide the requested information.

Event description:
It was reported that the patient is experiencing an increase in seizures because the generator battery is low. The patient's mother also indicated that the patient has done extremely well with vns therapy and it has changed her life. Review of the physician's programming system confirmed that the generator is at eos = yes. The patient was referred for generator replacement surgery on (B)(6) 2013. Attempts to have the generator returned for analysis are underway, but the generator has not been received to date. Attempts to obtain additional information have been unsuccessful to date.